Manufacturer narrative:
The fse confirmed the reported complaint, replacing the oxygen hose that was damaged. The equipment is operating and in accordance with the manufacturer's specifications.

Event description:
The customer reported the oxygen hose is damaged causing loss of oxygen. The customer reported the unit was in use on patient, but there's no patient harm.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the oxygen hose is damaged causing loss of oxygen. The customer reported the unit was in use on pt, but there's no pt harm.